Event description:
The complainant stated they were turning the pt onto her side and about to lift her when the hook broke on the sling bar.

Manufacturer narrative:
A new sling bar was sent to the account to repair the lift.